Manufacturer narrative:
Patient information currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not mechanically ventilating as expected during a case. The patient was then manually ventilated. There was no report of patient injury.